Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error after the pump got wet. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was in his pocket when he got caught in a torrential downpour; the pump was submerged in water before it alarmed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker.